Manufacturer narrative:
Potential risks associated with the overall procedure including potential access complications associated with standard cardiac catheterization for the transfemoral access procedure, balloon valvuloplasty, the potential risks of conscious sedation and/or general anesthesia, and the use of angiography include pericardial effusion or cardiac tamponade. In this case, the cause of the pericardial effusion and resulting cardiac tamponade cannot be confirmed. Per the medical records, the valve was deployed at the correct position with minor bleeding noted and controlled during the apex closure. No significant procedural complications were identified in the records. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
Edwards lifesciences was informed by the patient¿s family that the patient expired 2 days post tavr. Per the medical record review, the 26 mm sapien valve was deployed through the transapical approach. The valve was successfully deployed with no pvl or significant gradient across the valve noted. Some minor bleeding was noted during the apex closure. Additional pledgeted stitches were placed to control the bleeding. Following the procedure, the patient was transferred in critical, but stable condition. Two days post tavr, the patient became hypotensive, then tachycardic. Tte was performed and showed pericardial effusion. The patient was taken to the or and the left mini thoracotomy was opened. A significant amount of fresh clot was removed. The patient¿s blood pressure continued to drop. Full advanced cardiovascular life support (acls) measures, including manual cardiac compression and internal massage were started. The patient developed ventricular fibrillation and stable rhythm could not be restored. Multiple defibrillation attempts with internal paddles were performed. A laceration near the inferior vena cava occurred during this procedure and was repaired. The patient received 6 units of packed red blood cells and crystalloid. Acls protocol drugs including epinephrine, vasopressin, calcium bicarbonate, magnesium, and lidocaine were given. Despite resuscitative measures, the patient expired in the operating room. The postoperative diagnosis was cardiac tamponade status post transapical transcatheter aortic valve implant. A bleeding source was not identified in the medical records.